Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports. There were no nonconformances with respect to the sterilization process. There were no complaint related environmental monitoring related nonconformances within the timeframe when the production order was manufactured. There were no process and / or material changes within the production order number. The product met manufacturing release criteria. The lens was returned to the manufacturer for evaluation. Visual inspection of the returned sample showed that the lens was damaged and scratches were present. The lens condition is consistent with a lens that was explanted from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from patient's right eye, due to visual disturbance. It was noted that patient was not happy with vision and could not tolerate lens. Vision was described as waxy. Patient struggled with near vision. Incision was enlarged but vitrectomy was not performed. A replacement lens was placed. Replacement lens was a non-amo lens. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
Patient age/date of birth - asked but unavailable (asku). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.